Event description:
It was reported that during a lap assisted hemi colectomy, after receiving an error code 5, the maximum hand buttons on the device failed to work. The footswitch was used to complete the procedure with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.